Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has confirmed there was a short between ECG ¿1¿ and ¿2¿ the root cause for short was unable to be identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying adjust belt messages.